Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka for the patient¿s right knee joint. After the surgery, during rehabilitation, the patient had a pain and the surgeon seemed that the femoral component (p/n: 150411205)'s medial side was slightly sinking by x-ray. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the femoral component. During the revision surgery, the surgeon confirmed that the femoral component's medial side was sinking about 3mm. And, when the surgeon removed the femoral component, the bone of the femoral component¿s sinking part broke. The surgery was completed without any surgical delay. The surgeon thought that the medial femur cracked, and the femoral breakage occurred when the primary surgery, and they caused the sinking of the femoral component after the primary surgery. No further information is available.